Manufacturer narrative:
All codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device not working was first noticed in ¿about 2015,¿ and they still have the controller. The device was not working because the battery was depleted. It was noted that they tried to have the device returned to service in ¿mich¿ with no success. It was too expensive to replace the battery, so they just did not do it. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their device is not working and had been inactive for a long time. They refused to be transferred to patient services